Manufacturer narrative:
Date of report: 20jun2019. Date received by manufacturer: 16may2019. The preventative maintenance (pm) kit was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the pm kit revealed that the heat sink was missing. The reported complaint of a ventilator with a blower heat sink issue was confirmed. The heat sink was not included in the pm kit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11feb2019. No phone number provided. The manufacturer¿s international service technician confirmed the reported heat sink issue. The customer was issued credit; no replacement sent.

Event description:
The customer reported that the heat sink was missing. There was no patient involvement. Event date not specified; estimate used.